Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned seven (7) loose 0.3ml insulin syringes. Consumer reported ten syringes from this box that when removing the shield the entire needle hub removed with the shield. All seven returned syringes were examined, and it was observed that all seven exhibited a needle hub/shield assembly separated from the syringe barrel¿only four separated hub assemblies were returned; no damage to the barrel tips was observed. A review of the device history record was completed for batch #9091723. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. A review of the device history record was completed for batch #9217442. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #74823 was created. The shield carrier was examined and found to have debris in the carrier. Corrective action: cleaned shield carrier. CAPA#1630423 was initiated.

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. This happened with 10 syringes during use in lot 9091723, and an unspecified number of times in lot 9217442. The following information was provided by the initial reporter: consumer reported on voice message 07/06/2020 - using the syringe 8mm - when removing the needle shield the whole needle bit goes off with it. Found 10 syringes like this from this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9091723, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-01, medical device lot #: 9217442, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-05. The customer's address is unknown. Unknown, (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. This happened with 10 syringes during use in lot 9091723, and an unspecified number of times in lot 9217442. The following information was provided by the initial reporter: consumer reported on voice message (B)(6) 2020: using the syringe 8mm when removing the needle shield the whole needle bit goes off with it. Found 10 syringes like this from this box.